Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that there was a return of symptoms and a loss of therapeutic effect approximately two weeks prior to the report. The patient reported no acute event associated with the loss of therapeutic effect. There were no environmental factors that the patient had at the time of loss of efficacy, but he did have a fall on (B)(6) 2017. On the day of the report, the manufacturer representative did impedance testing, and reprogramming was attempted, but no improvement was achieved. There was no return on therapy efficacy. Impedance testing revealed several electrode combinations having impedance values of greater than 10,000 ohms. Using electrode 12 as the reference, electrodes 0 through 8 were greater than 10,000 ohms, electrodes 9 and 10 were greater than 4171 ohms, electrodes 11, 13, and 15 were within normal range. A group impedance was not available. Surgical intervention was not performed or planned at the time of the report; however, the manufacturer representative was going to follow-up for additional information. The issue was not resolved at the time of the report. There were no further complications reported.

Manufacturer narrative:
Analysis results were not available as of the date of this report. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the whole system was explanted on (B)(6)2017. No further complications are anticipated.

Manufacturer narrative:
Analysis of the 97712 (B)(4) found insignificant anomalies. Analysis of the extension found insignificant anomalies. Below is unedited, system generated text based on the analysis finding code(s) and test results. The implantable neurostimulator (ins) passed functional testing. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Analysis determined the ins setscrew was not tight to the {extension//lead}. Information references the main component of the system and other applicable components are: product ID neu_unknown_ext product type extension. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the physician was seeking insurance approval to have a lead revision. The cause of the high impedances was unknown. No further complications are anticipated.